Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that when retracting the needle after injection, the needle ejected with a bd integra¿ syringe with detachable needle. The following information was provided by the company reporter: it was reported that when retracting the needle after the injection, the needle ejected out of the syringe into the sharps container. The following information was provided by the initial reporter: I was doing injection training on a patient with the bd integra syringe (ref: 305270) and when retracting the needle after the injection (out of the body), the needle ejected out of the syringe into the sharps container. Needless to say, this was not expected and patient was concerned if she did that in the body that the needle would eject outward and stay in the body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when retracting the needle after injection, the needle ejected with a bd integra¿ syringe with detachable needle. The following information was provided by the company reporter: it was reported that when retracting the needle after the injection, the needle ejected out of the syringe into the sharps container. The following information was provided by the initial reporter: I was doing injection training on a patient with the bd integra syringe (ref: 305270) and when retracting the needle after the injection (out of the body), the needle ejected out of the syringe into the sharps container. Needless to say, this was not expected and patient was concerned if she did that in the body that the needle would eject outward and stay in the body.